Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that cause was not determined. It was reported the rep performed temporary reprogramming and patient was being sent for surgical consultation. It was reported that stimulation fluctuates at time without the patient moving a muscle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation, non-malignant pain/failed back surgery syndrome. It was reported that the patient was receiving less than desirable stimulation after surgery, but stimulation settled out over time. It was reported patient was having issues getting sufficient coverage as stimulation felt higher up to where the pain was and not covering all of it. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_siliconeanchor, serial# unknown, product type: accessory; product ID: n EU_siliconeanchor, serial# unknown, product type: accessory; product ID: 748951, serial# (B)(4), product type: extension; product ID: 748951, serial# (B)(4), product type: extension; product ID: 3998, lot# j0427775v, product type: lead; product ID: 74002, lot# unknown, product type: adapter. Analysis of pli #20 product ID: 748951, serial# (B)(4), and pli #30; product ID: 748951, serial# (B)(4) found stim extension/body/outer insulation/breached depression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event information was previously reported under manufacturer¿s report 3004209178-2018-24684, all future information will be reported under the current manufacturer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was being scheduled for a lead revision. It was unknown what external or patient factors may have contributed to the issue. It was also unknown what diagnostics or other interventions were taken to resolve the issue. The issue was resolved at the time of the report.